Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted with the device on (B)(6) 2025, but during implantation surgery there was a complication of injury to the facial nerve. The child had a re-intervention on (B)(6) 2025 for facial nerve repair. The surgery was concluded with intra-operative measurements that indicated good functioning of the implant. On (B)(6) 2025, the recipient was explanted at the medical discretion due to complications related to wound infection. The recipient presented signs of sepsis and risk of meningitis. The recipient has remained in stable health since explantation.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to a wound infection in the early postoperative period. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. With the limited amount of information available, the source of the infection appears to have been through inoculation of bacteria through the surgical incision line. However, the presence of the device might have contributed to its subsequent development. In addition, a facial nerve injury occurred during implantation surgery, which is a known risk of otological surgery. The recipient underwent surgical facial nerve repair and is receiving rehabilitation. This is a final report.

Event description:
The recipient was implanted with the device on (B)(6) 2025, but during implantation surgery there was a complication of injury to the facial nerve, i.e. The facial nerve was sectioned due to direct mechanical injury. Upon postoperative review, the recipient presented deforming asymmetry of the ipsilateral hemiface to the implant. The child had a re-intervention on (B)(6) 2025 for facial nerve repair. The facial nerve was repaired during this surgery with facial nerve re-anastomosis. The surgery was concluded with intra-operative measurements that indicated good functioning of the implant. On (B)(6) 2025, the recipient was explanted at the medical discretion due to complications related to wound infection. The recipient presented signs of sepsis and risk of meningitis. The recipient has remained in stable health since explantation. He is undergoing facial mimicry rehabilitation therapy.